Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the modular cable was confirmed via visual analysis. The heartmate 3 vad modular cable (lot number: 205425) was not returned for analysis; however, an image was submitted that showed damage to the outer jacket of the modular cable. Additional information provided on 03feb2021 stated that the modular cable was discarded by the hospital and therefore will not be returned for evaluation. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 instructions for use (IFU) section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 "equipment storage and care" (under "cleaning the driveline") states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Heartmate 3 lvas patient handbook section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." In addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the modular cable was exchanged on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the outer jacket of the modular cable could not be confirmed through this evaluation, as no photos were submitted and no product has been returned for evaluation. It was reported that the patient had a ¿defective modular cable¿. No alarms were reported for this event. At the time of the reported event, a cable replacement was planned. There were no adverse consequences to the patient. It was later clarified that ¿defective¿ meant that the outer layer of the modular cable was damaged. Although it was initially reported that a modular cable replacement was planned, it was later reported that it was unknown if an exchange was performed. If the modular cable is later exchanged and returned to abbott, this complaint will be reopened and reevaluated. The patient remains ongoing on heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6), and no additional complaints have been reported at this time. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) and patient handbook contain information in regards to caring for the driveline and instructs the user to check the driveline daily for signs of damage such as cuts, holes, or tears. The IFU instructs the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the outer layer of the modular cable was damaged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the modular cable was defective and the return of the modular cable was being planned.